Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 10 minutes: 48 mg/dl and 108 mg/dl (lot 497925) and 120 mg/dl (lot 498366).